Event description:
A customer contacted beckman coulter inc. (Bci) in regards to obtaining erroneously low accutni results within the normal reference range for one (1) patient that were generated by the access 2 immunoassay system. The erroneous results were reported out of the laboratory. Repeat analysis of the sample gave higher results within the risk stratification range. The customer did not receive any report of patient injury requiring medical intervention or change to patient treatment attributed or connected to this event.

Manufacturer narrative:
Per the customer, the patient samples were collected in 13x100 bd plasma tubes. The samples were a 3.5 ml draw and were centrifuged for 10 minutes at 3200 rpm. Per the customer supplied data, qc was performing within the customer's established ranges at the time of the event. System checks from (B)(4) 2011 and (B)(4) 2011 both passed within instrument specifications. A field service engineer (fse) was dispatched on (B)(4) 2011 for this event. The fse replaced the ultrasonics board and verified instrument alignments after making some alignment adjustments. The fse also replaced the transducer and performed a daily clean. The fse verified hardware by performing a system check within instrument specifications and qc within the customer's established ranges. Although the fse corrected some hardware deficiencies at the time of service, a definitive root cause for this event has not been determined to date.